Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinician contacted boston scientific's technical services (ts). The clinician was experiencing interrogation issues. The clinician has made several attempts to interrogate and has rebooted the programmer. Despite these attempts, the device could not establish telemetry connections. The patient's medical history was significant for active ventricular assist device (vad). The clinician was informed that the programmer should be re-booted between attempts. The local representative could be contacted for further troubleshooting. Boston scientific received information from the local representative. According to the clinic nurse, the device was successfully interrogated following multiple rebooting of the programmer. No further intervention was required and the device remains in-service.